Event description:
It was reported to the anexa corp service mgr that an x-ray technician was struck when the x-ray tube and collimator of the x-ray machine being positioned fell off. There was no pt in the room at the time of the failure. X-ray technician was examined at the hosp and sent home having sustained minor injuries to the right wrist and left thigh.

Manufacturer narrative:
The weld securing the pivot pin to the detent plate failed. The purpose of this assembly is to allow the x-ray source assembly to rotate. Once the weld failed, this allowed the x-ray source assembly to separate from the overhead tube support and fall. A sample of the same assembly was tested at analogic and pressure applied to the rear of the pin and weld. The weld failed at 3500 lbs of force. The weight of the x-ray source assembly alone (approx 85lb) would be insufficient to cause the failure of the assembly, even taking the mechanical advantage of 12:1 into consideration. We believe that the user was using the device in accordance with the instructions for use and that the user's actions while positioning the device did not contribute to the incident. Conclusion: the incident occurred as a result of premature weld failure and a missing weld. The mechanical safety margin of the assembly was designed to be at least 10:1 and should not have failed. All u.s. Based anexa synerad multi systems in the field have been fitted with replacement detent plates.